Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg) device, the patient experienced tamponade. The implant procedure was stopped after three positioning trials resulted in unsuccessful right ventricular (rv) capture each time. The device were removed. The patient began feeling very bad. A pericardial effusion was confirmed on echocardiogram. A sternotomy was performed; a drain was used. There was too much heart damage. The patient became deceased.

Manufacturer narrative:
Correction: product ID mc1vr01-delsys serial# (B)(4), UDI: (B)(4). (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.2 cm and 16.1 cm from the distal end of the delivery system. The inner shaft is kinked at 2 cm from the distal end of the recapture cone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.